Event description:
It was reported the patient ((B)(6) lost stimulation. Lead diagnostic testing revealed invalid impedance measurements for all contacts. As a result, the patient underwent surgical intervention to explant and replace (same model) the lead which resolved the issue.

Manufacturer narrative:
Evaluation codes: results - the complaint about "invalid impedance" was confirmed. As received, microscopic inspection of the returned lead revealed a kink with broken wires. The damage observed is consistent with overstress the lead was subjected to at the distal end of the swift-lock anchor while the lead was in the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.